Event description:
It was reported that during implant the device was loaded into the insertion tool incorrectly and inserted. Excessive noise was seen with low r-waves after it was implanted. The device was explanted and reloaded correctly. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.